Event description:
The customer stated that he was hospitalized with a high blood glucose reading of 580 mg/dl. The customer stated that on the night prior to the hospitalization he ate two pizzas and he bolused for the food. The customer stated that he woke up with a blood glucose reading of 300 mg/dl. The customer changed the infusion set, but a few hours later, he was vomiting and spilling ketones. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. Advised the customer to insert the infusion sets in another part of the body as he is only using his buttocks, where he has a lot of scar tissue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.